Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device was at eos (end of service). The patient stated that ¿it stopped working all together¿. The patient clarified that they experienced a loss of stimulation. During the call the patient confirmed seeing eos on their programmer. They asked the patient when they first saw the eos and they replied on friday morning ¿it went off,¿ but then ¿it worked,¿ then they felt their stimulation turn off while working. They stated that when they got home from work they couldn¿t turn stimulation back on. It as reported that there was an allegation of dissatisfaction with the ins longevity. The patient mentioned that their therapy had been off for five years. The patient stated that the healthcare provider (hcp) suggested that they turn their stimulation up to try and help the neuropathy in their legs that began about two years ago. The patient stated that they had tried ¿every medication¿ but those didn¿t help, but the stimulation did. The patient stated that the stimulator was not implanted to treat the neuropathy in their legs, the therapy was implanted to treat the pain in their back. The patient was redirected to their healthcare provider (hcp) to schedule a replacement surgery. The patient¿s eos and loss of stimulation occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.